Event description:
Lumps [injection site mass]. Off label use in lips [off label use of device]. This report from the united states was reported by a healthcare professional via company representative on (B)(6) 2025 and concerns a 32-year-old female patient who experienced lumps post injection in the lips coincident with evolysse smooth. On (B)(6) 2025, the injector administered smooth in the patient's lips and marionette lines, and on (B)(6) 2025 the patient experienced lumps in the lips post injection. Medical history and concomitant medications were not provided. At the time of the report, the outcome of the lumps was unknown. Safety database reference number (B)(4).